Event description:
It was reported that cartridge leaked insulin on two separate occasions over the past few months, with leak occurring at o-ring while cartridge was filled off pump. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged to send replacement cartridges per customer request, although leaking cartridge was not available to be returned.